Event description:
The consumer stated that the head of this toothbrush keeps coming off. The head completely broke off while the toothbrush was in his mouth. He has had this particular toothbrush between one and three months. The toothbrush head that broke off was a replacement head that he had for less than one month. The consumer was not injured. This is being reported based on the allegation of a malfunction (small part breakage) with the potential to cause serious injury (choking).